Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the 18 hole ncb periprosthetic distal femoral plate broke and was revised. Review of received data: no further due diligence required as all required information to support the conclusion is available or was already requested, but not received. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as the product identification is unknown. DHR review could not be reviewed due to missing reference and lot number. Conclusion summary: it was reported that the 18 hole ncb periprosthetic distal femoral plate broke and was revised. The device was not returned, therefore, visual and dimensional investigation could not be performed. The surgeon did not provide any medical records. Due to missing reference and lot number, the manufacturing record could not be reviewed neither could the complaint history nor the compatibility check be performed. At this point there is no indication for a non-conformance or a complaint out of box (coob). In conclusion, based on the significant lack of information, we were neither able to confirm nor to identify an exact root cause for the reported issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
It has been determined that (B)(4) is the design owner of this product. (B)(4) was informed on nov 06, 2019 about it. Zimmer biomet ((B)(4)) will proceed with the investigation. An additional report will be submitted as soon as the investigation results are available. (B)(4).

Event description:
It was reported that the patient underwent a revision procedure on an unknown date due to fracture of the ncb pp plate in-vivo. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.